Manufacturer narrative:
This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21, alinity I stat high sensitivity troponin-I, with 510k/PMA/bla number k202525. An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results for one 26-year-old male patient. The following data was provided: sid (B)(6), initial result = 97.3 repeat results = 6.75 and 6.56 ng/l reference range for male = <34.2 no impact to patient management was reported.